Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by consumer who contacted the company to report adverse events and a product complaint, concerned a female patient of an unknown age and origin. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) injection (humalog u100) from cartridge thrice a day via reusable pen (humapen savvio gray 3ml) along with insulin glargine (rdna origin) injection (brand name was not provided) from cartridge once a day, both via unknown route, for the treatment of an unknown indication, beginning on an unknown date. On an unknown date, while administrating the insulin lispro and insulin glargine therapies, she was using an expired pen (improper use) and then her blood glucose rose because she thought she was injecting the medication, but she was not receiving the medication, but due to pen was not releasing insulin she was not received it (possibly missed dose) (pc number: (B)(4); lot number: 1406v06) due to which the insulin was not making an effect, and her blood glucose was rising. She had to go to the hospital for blood glucose increased where she received serum for 15 to 20 minutes along with ultrarapid insulin (insulin lispro/humalog) as a corrective treatment and left the hospital with blood glucose in 219 (unit and reference range was not provide). After leaving the hospital, she drank water and managed to make an appointment with her doctor. The doctor evaluated all the tests but did not understand what happened. She informed the doctor that her blood glucose does not drop at all and that she carries insulin in her bag, because when her blood glucose was high, she applies insulin. The doctor then saw that the reusable pen was responsible for the high blood glucose. The event blood glucose increased was considered serious by the company due to its medically significance reason. She reused the same needles 2 to 3 times (improper use) and stored the pen with the needle attached (product storage error). Her glucose was uncontrolled because she was not receiving the medication. On an unknown date, she was feeling sick. Information regarding the corrective treatment for remaining events was not provided. The outcome of the events was unknown. The status of insulin lispro and insulin glargine therapies was unknown. The operator of the humapen savvio gray was patient, and her training status was not provided. The general humapen savvio gray model duration of use and the suspect duration of use was not provided. The action taken with humapen savvio gray and their return status was not provided. The reporting consumer did not provide the relatedness assessment of events with insulin lispro and insulin glargine therapies or with humapen savvio gray. Update 11-dec-2025: additional information was received from the initial reporter 08-dec-2025. Added new information in narrative and remove the event of lack of drug effect (as issue in pen), updated the as determined causality and listedness for the event of blood glucose increased as not reported. Update the narrative accordingly. Edit 16dec2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 22dec2025: additional information received on 18dec2025 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, and device return status to not returned to manufacturer. Added date of manufacturer for the device. Corresponding fields and narrative updated accordingly. Update 29-dec-2025: information was received from affiliate on 23-dec-2025. No new information was added to the case.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated (B)(6) 2025 in the b.5. Field. No further follow-up is planned. Evaluation summary: a female patient reported use of humapen savvio and "on an unknown date, while administrating the insulin lispro and insulin glargine therapies, she was she thought she was injecting the medication, but she was not receiving the medication, but due to pen was not releasing insulin she was not received it". The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch 1406v06, manufactured june 2014). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. A complaint history review did not identify any atypical findings with regard to functional issues. Based on the reported batch number, the device was manufactured in 2014. It is likely the patient used the device beyond its approved use life. The core instructions for use state the humapen savvio has been designed to be used for up to 6 years after first use. Additionally, the patient reported reusing the same needle 2-3 times per day. The core instructions for use state use a new needle for each injection. There is evidence of improper use. The user likely used the device beyond its approved use life and reused needles. These misuses may be relevant to the complaint and the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by consumer who contacted the company to report adverse events and a product complaint, concerned a female patient of an unknown age and origin. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) injection (humalog u100) from cartridge thrice a day via reusable pen (humapen savvio gray 3ml) along with insulin glargine (rdna origin) injection (brand name was not provided) from cartridge once a day, both via unknown route, for the treatment of an unknown indication, beginning on an unknown date. On an unknown date, while administrating the insulin lispro and insulin glargine therapies, she was using an expired pen (improper use) and then her blood glucose rose because she thought she was injecting the medication, but she was not receiving the medication, but due to pen was not releasing insulin she was not received it (possibly missed dose) (pc number: (B)(4); lot number: 1406v06) due to which the insulin was not making an effect, and her blood glucose was rising. She had to go to the hospital for blood glucose increased where she received serum for 15 to 20 minutes along with ultrarapid insulin (insulin lispro/humalog) as a corrective treatment and left the hospital with blood glucose in 219 (unit and reference range was not provide). After leaving the hospital, she drank water and managed to make an appointment with her doctor. The doctor evaluated all the tests but did not understand what happened. She informed the doctor that her blood glucose does not drop at all and that she carries insulin in her bag, because when her blood glucose was high, she applies insulin. The doctor then saw that the reusable pen was responsible for the high blood glucose. The event blood glucose increased was considered serious by the company due to its medically significance reason. She reused the same needles 2 to 3 times (improper use) and stored the pen with the needle attached (product storage error). Her glucose was uncontrolled because she was not receiving the medication. On an unknown date, she was feeling sick. Information regarding the corrective treatment for remaining events was not provided. The outcome of the events was unknown. The status of insulin lispro and insulin glargine therapies was unknown. The operator of the humapen savvio gray was patient, and her training status was not provided. The general humapen savvio gray model duration of use and the suspect duration of use was not provided. The action taken with humapen savvio gray and their return status was not provided. The reporting consumer did not provide the relatedness assessment of events with insulin lispro and insulin glargine therapies or with humapen savvio gray. Update 11-dec-2025: additional information was received from the initial reporter 08-dec-2025. Added new information in narrative and remove the event of lack of drug effect (as issue in pen), updated the as determined causality and listedness for the event of blood glucose increased as not reported. Update the narrative accordingly. Edit 16dec2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed, as necessary.